Manufacturer narrative:
The insulin pump was received without button response due to moisture damage at the electronic assembly. No button error alarm was noted. The unexpected restart alarm could not be verified due to lack of button response. The unit was also received with a minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and unexpected restart. The caller stated that the unexpected restart came first, followed by the button error, and when she changed the battery, the insulin pump had an unresponsive keypad. The customer's blood glucose was 142 mg/dl. The caller was unsure of any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.